Manufacturer narrative:
Product analysis:visual review confirms rod breakage. Damage and smearing noted on fracture surfaces. No immediately adjacent pre-existing surface defects identified that could contribute to crack propagation of fracture. A secondary crack is noted at the base of one of the rod bending deformations. Fracture surface examination of the fractured rods identified ratchet marks near the origin of crack propagation, with progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue.

Manufacturer narrative:
The exact implant date of product is unknown, but the product was implanted in (B)(6) 2011. (B)(4) (revision surgery). The product was not returned to manufacturer for evaluation, therefore, casue of event cannot be determined. However, x-rays were submitted and analysed. The following is the x-ray analysis: "post op, failure and post revision x-rays are provided for scoliosis adult deformity correction initial construct t12-s1 shows a loss of lordotic curvature. Failure occured bilateraly at low lumbar levels. It is difficult to assess fusion status. This was revised to a larger construct with greater lordosis. Root cause: patient specific factor." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: disbalance sagital lumbar it was reported that on an unknown date, post-op, the implant broke. The implant was explanted during the revision surgery. No fragments of the product remained inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.